Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. A review of the lot history indicated it was the only complaint this lot. The device history record was also reviewed, and all manufacturing operations were found to be within specification. At this time, this complaint is being closed with no further investigation. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.

Event description:
It was reported that the flow rate was too fast. No adverse clinical effects were noted. The device will not be returned for evaluation.